Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a surgical intervention on (B)(6) 2025, (related manufacturer reference number 3006705815-2025-05522) a dural tear was noticed and patient experienced lower limb motor deficits. The dural was sutured and procedure was aborted. Patient is able to ambulate unassisted.